Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device's articulating fan retractor was not functioning. When pulled out, it was noted that the plastic housing was broken and a piece was missing. A part of the missing piece was located but the remaining piece of the plastic could not be located.